Event description:
It was reported that the catheter was introduced on (B)(6) 2014 and during the curative of the PICC catheter, there was a disconnection of the connector which caused the removal of the catheter at the time of occurrence on (B)(6) 2014. The user reports that the connector was slack which may have facilitate the disconnection and the loss of the catheter.

Manufacturer narrative:
A lot history review (lhr) of reya1330 showed no other similar product complaint(s) from these lots numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.